Event description:
Pt brought to surgery for eval of port. Rptr was informed that the physician made suggestions to staff that there was a possible defective catheter inserted in this pt on 7/27/93. The surgeon attempted to remove the catheter and only a portion of the catheter was actually removed with the remainder of the catheter left behind in the right atrium and vena cava. The pt was tranpsorted to another facility and another physician was consulted to attempt to retrieve the remainder of the catheter. Rptr is not aware of the pt's current health status or future prognosis.